Manufacturer narrative:
This report is being submitted to correct the previously reported event. It was previously reported that the manufacturer received information alleging that the dreamstation 2 device emitted a smoky smell, similar to burning soot, while in use. There was no reported patient harm or medical intervention. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.

Event description:
This report is being submitted to correct the previously reported event.

Event description:
The manufacturer received information alleging that the dreamstation 2 device emitted a smoky smell, similar to burning soot, while in use. There was no reported patient harm or medical intervention. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.